Manufacturer narrative:
Based on a review of the 1 month post-operative CT, the reported endoleak was confirmed to be a type ii endoleak from patent lumbar vessels at the distal end of the aortic body graft legs; there was no evidence of a type iii endoleak. As of the date of this report, there have been no additional patient sequelae reported. Device remains implanted.

Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type iii endoleak near the junction of the aortic body and iliac limb stent grafts that could not resolved following the placement of a balloon expandable stent. Based on a review of the intraoperative imaging by trivascular, it could not be determined if the endoleak is a type iii or a type ii from a patent lumbar vessels entering the aneurysm sac at the same level. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.